Manufacturer narrative:
Patient information was not made available from the site. On 08/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for 4 parts: portable axiem, field generator, positioning sensor unit (psu) and polaris spectra system control unit (scu). No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a cranial resection procedure, the surgeon alleged an inaccuracy occurred. The optical navigation was alleged to be 2 or 3 millimeters inaccurate toward the right of the midline. The patient was re-registered three times. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The axiem unit was returned to the manufacturer for analysis. The unit was connected to a test system with the ent application. Registration, and tracking looked normal on all 8 tool ports. It passed the accuracy test. The system remained functional with no issues. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Investigation of returned suspect polaris spectra system control unit (scu), positioning sensor unit (psu) and field generator (emitter) were unable to replicate the reported problem. The returned scu was found to be fully functional when connected to a known good system. The returned psu was found to be in good condition with no apparent physical damage. When connected to a known good system the psu tracked through the volume without issue. A check of the event log did not reveal any adverse events. The psu passed an accuracy assessment test at .21 mm with a passing threshold of .35 mm. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. It passed the accuracy test with an error of 1.296mm. Flexing the cable does not indicate any intermittent opens. The reported event could not be duplicated by medtronic personnel.